Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's site irritation. No qualifications and sterilization records were reviewed because no product lot number was reported.

Event description:
The patient's father reported that on (B)(6) 2014 after his son worn the pod on his leg for longer than 48 hour he noticed the site was dark red, painful and the irritation was in the size of a golf ball. He took him to his doctor to have the site lanced and was the doctor's office at the time of the call. Attempts were made to reach the parent to obtain additional information about the event, but was no answer and no voice mail set up, so no message could be left.